Manufacturer narrative:
Continuation: unknown product type lead medtronic, inc.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-aug-29. When asked the cause of the first device not working and the needed revision, the hcp indicated that during the implantation procedure there was an obstruction met at the top of t8. The lead could not get past that level. The procedure was aborted. The spinal cord stimulator (scs) was not implanted due to an obstruction at t8. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ degenerative disc disease. It was reported that there was a revision. Patient stated the first device was not working during the procedure so the patient was sent to another healthcare provider. Patient stated the first implant was taken out on the day of implant and patient went to see another hcp to get a second device implanted. Patient did not know when the second device was implanted. Patient seemed confused and unclear about what procedures patient had regarding the device. The patient stated patient did not know what procedures patient had regarding the neurostimulator (ins). Patient added they had the trial then permanent implant. No further complications were reported/anticipated.